Event description:
On (B)(6) 2012, a (B)(6) male pt underwent aaa repair. The pt had procedures for malignant tumors of the left lower limb so the right femoral approach was selected. The pt's anatomical form was not suitable for the procedure; the suprarenal aorta had approx 50 degree angulation, the proximal neck was large in diameter and flexed at 50 mm below with an angle of 60 degrees or more, and the native common iliac artery was approx 16 mm in diameter. The procedure consisted of placement of a mainbody, a converter, and an iliac leg graft. The mainbody was placed just below the renals, the converter was then placed in the target site, and the iliac leg was placed above the bifurcation of the right internal iliac artery. Post deployment angiogram confirmed no endoleak or migration. On (B)(6) 2012, migration of the iliac leg was detected on follow-up CT imaging. Entire device seemed to move upward due to severe proximal neck angulation. It is also possible that undersizing of the iliac leg graft resulted in incomplete sealing of the distal fixation site. Placement of additional iliac leg graft was planned on (B)(6) 2012. Additional info provided on (B)(6) 2012; on (B)(6) 2012, additional iliac leg graft was placed. No endoleak was observed and the pt was in stable condition after the procedure.

Manufacturer narrative:
(B)(4) - additional surgical procedure is not listed in the instructions for use. (B)(4) - migration is listed in the instructions for use. Events is still under investigation.